Event description:
Asku

Event description:
It was reported that at implant, the lead was placed into the torturous vessel, but it could not sense or pace. When removed, the lead was springy. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, it was noted that the distal conductor was distorted, the proximal conductor was distorted, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, the guide tooth was damaged and the lead was stretched. Visual analysis indicated that the lead was damaged at implant.